Event description:
It was reported that the stent was deployed and found to be shorter than its labeled size, requiring additional intervention. A 6mm x 100mm x 130cm eluvia drug-eluting vascular stent system was selected for use in a superficial femoral artery (sfa) intervention. During the procedure, the stent was deployed, but it was noted to be shorter than 100mm. The device did not appear to be compressed or foreshortened. Using an 80mm balloon for reference, the deployed stent was thought to be 40mm in length. Another 6mm x 100 mm eluvia drug-eluting vascular stent system was selected for use and deployed across the previously placed shorter stent. The procedure was completed. No patient complications were reported. It was further clarified that the first eluvia was not deployed when it was observed to be shorter than the 100mm length it was supposed to be from the packaging. The stent was removed and discarded.

Manufacturer narrative:
Device eval by manufacturer: media review of photos from the field revealed, the first photo is the stent and the second photo is the label. The photo of the stent does not show any measurements so the length of the stent cannot be determined. An eluvia self-expanding stent system was returned. The returned product batch number and size does not match the information on the label in the photo. The returned device also does not match the reported batch. The outer sheath, tip, inner sheath and remainder of the device were checked for damage. Visual examination revealed a kink to the outer sheath at the nosecone and at about 52.2cm from the nosecone. Microscopic examination revealed no additional damages.

Manufacturer narrative:
Eval by mfg: the complaint device was not received for analysis; however, an image was provided. In review of the image, the size of the stent did appear to be shorter than 100mm.

Event description:
It was reported that the stent was deployed and found to be shorter than its labeled size, requiring additional intervention. A 6mm x 100mm x 130cm eluvia drug-eluting vascular stent system was selected for use in a superficial femoral artery (sfa) intervention. During the procedure, the stent was deployed, but it was noted to be shorter than 100mm. The device did not appear to be compressed or foreshortened. Using an 80mm balloon for reference, the deployed stent was thought to be 40mm in length. Another 6mm x 100 mm eluvia drug-eluting vascular stent system was selected for use and deployed across the previously placed shorter stent. The procedure was completed. No patient complications were reported. It was further clarified that the first eluvia was not deployed when it was observed to be shorter than the 100mm length it was supposed to be from the packaging. The stent was removed and discarded.

Event description:
It was reported that the stent was deployed and found to be shorter than its labeled size, requiring additional intervention. A 6mm x 100mm x 130cm eluvia drug-eluting vascular stent system was selected for use in a superficial femoral artery (sfa) intervention. During the procedure, the stent was deployed, but it was noted to be shorter than 100mm. The device did not appear to be compressed or foreshortened. Using an 80mm balloon for reference, the deployed stent was thought to be 40mm in length. Another 6mm x 100 mm eluvia drug-eluting vascular stent system was selected for use and deployed across the previously placed shorter stent. The procedure was completed. No patient complications were reported.